Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a hysterectomy with anterior and posterior repair bladder suspension procedure on (B)(6), 2014. According to the complainant, during the procedure, the bladder was perforated. The patient was inserted with an 18fr foley catheter post procedure. The patient was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.